Event description:
Related manufacturer report #: 2017865-2023-42318. It was reported that following a new implant on (B)(6) 2023, without incident, the post operative check was within normal limits but a post operative chest -x-ray while the patient was sitting up showed loss of slack on both the right atrial (ra) and right ventricular (rv) leads. The physician opted for additional surgery to put more slack on the leads. A procedure to add more slack to the ra and rv lead was completed (B)(6) 2023. The patient was asymptomatic prior and stable before, during and after the procedure.